Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was adequate right atrial (ra) lead sensing values, however when the clinician attempted to decrease sensitivity programming it resulted in far field r-wave (ffrw) oversensing. It was further noted that the clinician also tested in the unipolar configuration with the same results. The ra lead remains in use. There were no patient complications reported as a result of this event.